Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose at the time of emergency room visit was 430 mg/dl. Customer stated that meter was reading over 600 and she started to throw up. Customer stated that there was issue with the set and that the cannula was bent. Outcome of the emergency room visit was fluids and insulin drip. Customer was wearing the pump at the time of emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.